Event description:
Pt. Came in for port catheter removal. Md removed right internal jugular "powerport." Pt. Later identified lump under skin; ultrasound revealed a small piece of plastic from the "powerport" port" retained after port catheter removal.